Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the united states and is MDR report mw5041352. This is the same event as 3010536692-2015-01435 through 3010536692-2015-01440.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly, patient was revised due to infection; pain.